Event description:
It was reported that the patient presented to surgery with pain, numbness, and weakness in the cervical region and upper extremities. The patient underwent anterior cervical discectomy and fusion at c5-c6 with placement of intervertebral prosthetic device, plate fixation, and harvest bone graft with rhbmp-2/acs.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.